Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional event information reported by the customer: in the course of a drying cabinet validation, the endoscope tested positive for aerobic, mesophilic germs exceeding national standards, however, the culture result was excluded, as the sampling was found to be inadequate. The scope was again culture tested on (B)(6) 2024 and sampling from the scope auxiliary channel was found to be positive for 9 cfu, revivable aerobic flora and passes the local standard value. Though only aerobic-mesophilic bacteria were detected, we primarily assume that the sampling was inadequate and request testing to confirm/or rule this out.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Result: negative. Confirmation of reprocessing steps was not performed, as the sample with adequate sampling passed the local standard value. The device was not evaluated, as the device was not returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user in the course of a drying cabinet validation; when olympus culture tested in accordance with the IFU, the results obtained were negative/no detectable bacterial growth. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.